Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2009. The patient returned to the doctors office with a mesh exposure from the failure of the vaginal incision to heal properly. No further information was available at this time.

Manufacturer narrative:
Date sent to the FDA: 06/19/2009. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches submitted for this device. See also medwatch 2210968-2009-00695. The same patient is represented in each medwatch.